Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and moderately calcified lesion in the mid left anterior descending coronary artery. A 2.5x48mm xience xpedition stent was deployed in the target lesion and a proximal edge dissection was noted. An unspecified stent was deployed to treat the dissection with a good end result. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.